Event description:
It was reported that during a neurovascular flow diversion procedure involving a pipeline embolization device, a patient with a left internal carotid artery (lica) aneurysm, spontaneous subarachnoid hemorrhage (sah), sudden onset headache, and hypertension underwent treatment. The aneurysm was unruptured and saccular, with a maximum diameter and neck diameter of 4 millimeters. The landing zone measured 3.5 millimeters distally and 4.25 millimeters proximally, with moderate vessel tortuosity. Post-procedure imaging revealed a single wire protruding into the parent vessel at the proximal end, as seen on dyna computed tomography. Additionally, a single platinum wire was bent toward the center of the internal carotid artery in the path of blood flow. Dual antiplatelet treatment was administered, with a platelet reactivity unit level of 100. The device deployment was uneventful with good wall apposition except at the proximal end. A j-wire technique was used to improve apposition, and follow-up angiography showed satisfactory results. Despite the imaging findings, the physician decided against further intervention such as balloon angioplasty. The patient is currently doing well with no known adverse events. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.